Event description:
It was reported that the cap broke off of the fiber at 25391 joules into the case during prostate vaporization. The cap was retrieved with bladder forceps. Neither the pt nor the end user experienced any injury as a result of this event. The pt outcome was reported as "fine". The procedure was completed with a second fiber.